Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the reported that the patient with known short to shield came in due to nosebleed in which the bleed resolved without treatment. Log file submitted revealed several power/flow elevations between (B)(6) 2021 and (B)(6) 2022. Due to concern for thrombus, the patient underwent a transthoracic echocardiogram (tte) ramp protocol starting at baseline of 9400 rpm. The patient was then decreased to 9000 rpm and then increased to 9600, 9800 and 10000 rpm. After 3-4 minutes subsequent tte measurements were obtained. At baseline patient with mild continuous aortic insufficiency which increased to mild-moderate by color doppler at 10000 rpm. Atrioventricular (av) remained closed at all rpm values. Baseline mild-moderate mr, which increased to moderate mr at 9000 rpm. At 9800 and 10000 rpm, mr was reduced to moderate. D less than 500 and pfree hemoglobin (hgb) consistently undetectable. Heparin drip, monitoring, currently powers at baseline. Discussions with cvts about pump upgrade. Patient is currently stable with no further treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the reported that the patient with known short to shield came in due to nosebleed in which the bleed resolved without treatment. Log file submitted revealed several power/flow elevations between (B)(6) 2021 and (B)(6) 2022. Due to concern for thrombus, the patient underwent a transthoracic echocardiogram (tte) ramp protocol starting at baseline of 9400 rpm. The patient was then decreased to 9000 rpm and then increased to 9600, 9800 and 10000 rpm. After 3-4 minutes subsequent tte measurements were obtained. At baseline patient with mild continuous aortic insufficiency which increased to mild-moderate by color doppler at 10000 rpm. Atrioventricular (av) remained closed at all rpm values. Baseline mild-moderate mr, which increased to moderate mr at 9000 rpm. At 9800 and 10000 rpm, mr was reduced to moderate. D less than 500 and pfree hemoglobin (hgb) consistently undetectable. Heparin drip, monitoring, currently powers at baseline. Discussions with cvts about pump upgrade. Patient is currently stable with no further treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also included in section 6 of the IFU. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also explains that pulsatility index (pi) events cause the device to decrease to its low speed limit and then ramp up to the fixed speed unless another pulsatility index (pi) event is detected. A direct relationship between the device and the reported bleeding and aortic insufficiency could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed elevations in pump power; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The account reported that the patient has a nosebleed and noted power and flow elevations. The nosebleed was reported to have resolved on its own. The account also reported that a ramp study was performed due to concern for thrombus, which resulted in a diagnosis of aortic insufficiency. The patient¿s lactate dehydrogenase (ldh) levels were reported to be stable and below 500. Additionally, anticoagulation medication was provided as treatment. The patient was reported to be stable and asymptomatic with power returned to its baseline. The submitted log file contained data from 01:28:57 on (B)(6) 2021 to 14:58:46 on (B)(6) 2022. Multiple transient elevations in power, and correspondingly flow, were recorded between (B)(6) 2021 and (B)(6) 2022. Several of these elevations were associated with pulsatility index (pi) events when pi was slightly reduced. The pump appeared to be operating as intended at the set speed. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), support. No further information was provided. The manufacturer is closing the file on this event.